Event description:
Patient had dexcom g7 cgm monitor place on (B)(6) 2024. Patient called office on (B)(6) 2024 to report the sensor has broken off leaving the "needle" in her arm. Patient presented to the emergency room with concerns. Emergency department recommended patient follow up with a general surgeon.